Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Unable to determine the cause of the customer's reported pumping segment ballooned because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
Customer reported that a pumping segment ballooned during an infusion of IV fluid on the neuro trauma intensive care unit. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.